Event description:
It was reported that a large volume infusor overinfused. The device had been filled with 230ml of solution. The reporter stated that the expected therapy time was 46 hours; however, the device only infused for 24 hours. After 24 hours, the solution in the device was ¿around the 1 graduation mark.¿ there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects on the device. A flow rate test was performed, and the observed flow rates were within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.